Event description:
The customer reported obtaining erroneously high uric acid results for multiple patients involving a beckman coulter au640 clinical chemistry analyzer. An erroneously high uric acid result of 6.5 mg/dl for one (1) patient was reported out of the laboratory. The customer proceeded to rerun qc (quality control) and noted that the qc results were high out of the established range. The instrument was recalibrated and qc results were within the laboratory's established ranges. The customer repeated the initial sample and issued an amended report of 4.3 mg/dl for uric acid. After becoming aware of the issue, the customer repeated five (5) other patient samples and recovered lower uric acid results. No erroneous results were reported out of the laboratory for the other five (5) patients. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noticed that the r2 (reagent 2) dispense looks low on the sample and qc. The fse replaced the r2 reagent valve, cleaned and measured ground contacts at r2 wash well and probe collar, and adjusted the r2 mixers. Failure mode is attributed to a failed r2 dispenser solenoid valve. (B)(4).